Manufacturer narrative:
The device ro10014 has been inspected for investigation purpose. The tests performed confirmed that the problem with pedal wires. The defective parts were repaired.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the vigilance device was non-functional. There was no patient involvement reported.